Event description:
It was reported the patient had a loss of therapeutic effect. The patient used stimulation therapy for about a year and after that he didn¿t feel it was effective and had the device removed about two years prior to the report. The patient still had his external equipment and wanted to know if the manufacturer would like it back. The healthcare provider (hcp) reported that it was unknown if there was a 50% or greater symptom reduction. The system functioned well but the patient felt it was ineffective and asked to have it removed. The cause of the event was not determined. The lead, extension, programmer, and recharger were involved in the reported event. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).